Manufacturer narrative:
B5 updated with additional information received from the clinical site. D6b explant date provided. H6 medical device problem codes added based on the additional information.

Event description:
The managing physician reported loss of placement signal (ps) and left ventricular (lv) waveform, with a corresponding ¿placement signal not reliable¿ alarm observed on the automated impella controller. Despite the loss of displayed waveforms, echocardiographic assessment confirmed ongoing impella function with evidence of left ventricular ejection. Placement signal monitoring was subsequently deactivated. Then the physician noted clinical recovery and the plan for device explanation to occur on the following day. At the time of reporting, the patient remained on impella 5.5 support.

Event description:
An impella 5.5 device was inserted via the right axillary/subclavian arterial approach in a patient of unknown age and gender for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e shock. The patient was critically ill and required veno-arterial extracorporeal membrane oxygenation (va-ECMO) as the primary source of hemodynamic support, with the impella 5.5 utilized for left ventricular unloading/venting. During ongoing impella 5.5 support, the managing physician reported a red alarm for high purge pressure, with purge flow less than 1 ml/hour and purge pressure greater than 1100 mmhg. The purge line was evaluated and no kinks or external obstructions were identified. A recommendation was made to replace the pump; however, tissue plasminogen activator (tpa) was administered through the purge system in accordance with protocol. Following administration of tpa, purge pressure and purge flow returned to within acceptable range, and device function was maintained without further reported alarms or interruption of support. High purge pressure with reduced purge flow is consistent with potential thrombus burden or resistance within the purge system, which is a known risk associated with mechanical circulatory support and may be influenced by patient-specific factors, including critical illness, cardiogenic shock, anticoagulation status, and ECMO support physiology. The patient remained on combined va-ECMO and impella 5.5 support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.